Event description:
A customer contacted beckman coulter, inc. And reported that the customer's coulter lh780 was producing vote outs on the first run for retics (reticulocytes). The customer later discovered that clenz was leaking from the analyzer. The customer was wearing personal protective equipment. There was no exposure, or contact with the eyes or skin, open wounds or mucous membranes, and the operator did not seek medical attention. The technician did not review the msds. There is an exposure control or risk management plan in place at the facility. There was no effect to patients or end user.

Manufacturer narrative:
Service visited the account and replaced the cut yellow striped tubing through vent line (vl12b) that was leaking. Blood , clenz , cbc lyse and diluent travels through vl12b. For retic recovery issue, tubing on vl95/98 and vl94 was replaced. Retic sample line through vl44 was replaced. The fse also replaced the check valve on the clearing reagent line before entering shear valve 93. The root cause for the event is attributed to the cut yellow striped tubing through vent line (vl12b).